Event description:
It was reported that the adjustment on the insulin delivery was incorrect. It was stated that the values kept running and it was unable to adjust the insulin delivery properly. It was mentioned that the customer had hyperglycemic events. The battery was replaced to attempt rebooting the device with no results. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.